Event description:
It was reported that this right ventricular (rv) lead exhibited gradually increasing pacing impedance measurements eventually resulting in high out of range pacing impedance measurements greater than 2,000 ohms. A revision procedure to replace the lead was attempted, however, no access could be gained on the right side to replace the lead. The procedure was abandoned, and this lead remains in service. No additional adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.